Manufacturer narrative:
It was reported that the vmax 229lv respiratory diagnostic device experienced a malfunction relative to the monitor which is an auxiliary component to the vmax system. It was reported that the monitor began to flicker and make a noise. The monitor was unplugged from the vmax system and smoke was seen coming from the back of the monitor. An return goods authorization (rga) # (B)(4) but as of this date, the monitor has not been returned for evaluation. Will contact the hospital again. The manufacturer of the monitor is (B)(4), model number 447za. There was no report on the device failing on a patient. This is an unusual event and will monitor for trends.

Event description:
It was reported that a vmax respiratory diagnostic device experienced a problem associated with the monitor. It is alleged that the monitor started to flicker and smoke was seen coming from the rear of the monitor.